Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-sustained lead noise episode revealed post-paced t wave oversensing. Programming changes were recommended and will be performed at the patients next follow-up visit. There were no adverse consequences to the patient.